Event description:
Patient was brought to surgical suite for intended procedure. During the procedure, a long articulating endoscopic linear cutter was used. However, device would not fire when tissue was clamped. It was changed for another similar device and the procedure continued without any further incident. No patient harm. Manufacturer response for staple, implantable, echelon flex (per site reporter) surgical coordinator in materials management will return device.